Event description:
It was reported that there was variance in the pace impedances measurements and some values were high out of range. A variance in r wave amplitudes was also reported. Additional information is pending when it comes to this case. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is pending when it comes to this case. Upon additional information this investigation will be updated.

Event description:
It was reported that there was variance in the pace impedances measurements and some values were high out of range. A variance in r wave amplitudes was also reported. Additional information is pending when it comes to this case. The device remains implanted. No adverse patient effects were reported.